Event description:
The customer reported that the insulin pump had a blank display. The blood glucose reading at time of the call was 66mg/dl. Troubleshooting was performed and alarm history revealed several alarms. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed. See scanned page.